Event description:
It was reported that the second implant deployed prematurely. Procedure was a knee scope with meniscus repair. The first one was inserted without any issue but 2nd implant deployed prematurely. He cut the suture and removed the 2nd device. Surgeon completed the case with a competitors device (smith & nephew).

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Returned device includes only the hand piece, trocar #1 and #2. Suture construct involved in the complainant event was not returned. There is no problem found on the returned components. The typical cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.